Event description:
During prep, prior to inserting in the pt, the physician tried to purge the delivery tube of the product (trufill dcs, 636f00721) using dcs syringe (lot:unk); however, the air came in while decreasing the pressure. Therefore, another dcs coil (cat and lot: unk) was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was not clinically used, and will not be returned for analysis. Additional info indicated that the syringe worked correctly, and it was not damaged. The same syringe was utilized to deploy other coils and no other problems were identified with the syringe when prepping coil (s). The event occurred during the deployment of the first coil. The syringe was new. No kinks or bends were noted on the delivery tube or introducer and no abnormalities were noted during prep. No further info was available.

Manufacturer narrative:
The product will not be returned for evaluation, and testing. Additional info will be submitted within 30 days upon receipt.